Event description:
It was reported from china that during a meniscal repair procedure it was observed that the second plate of the truespan 24 degree peek device detached from the meniscus after deployment. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the phots, it could be observed that both plates are completely out of the device, they do not appear to have structural anomalies. The overall complaint was confirmed as the observed condition of the would truespan 24 degree peek contribute to the complained device issue. Based on the investigation findings, the possible root cause can be attributed to the procedural variables, such handling of the device or product interaction during procedure; the depth penetration of the tissue may have not been maintained, therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device. As per instructions for use (IFU) fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.